Event description:
It was reported that during an internal carotid artery (ica) aneurysm case, post subject stent deployment; angiogram was taken which revealed stent migration into the aneurysm sac. Therefore, the physician reintroduced a guidewire and microcatheter and deployed another stent to have better wall apposition. The procedure was completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was moderately tortuous which may have contributed to the reported event. While the subject device was not returned for analysis as the patient had infectious disease. It is most likely that anatomical factors encountered during the procedure resulted in the stent improperly deployed and dislodge/migrated. The flow diverter may have been undersized causing the stent to become dislodged/migrated. An assignable cause of undeterminable will be assigned to the as reported ¿stent dislodged/migrated¿ and 'stent improperly deployed' as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during an internal carotid artery (ica) aneurysm case, post subject stent deployment; angiogram was taken which revealed stent migration into the aneurysm sac. Therefore, the physician reintroduced a guidewire and microcatheter and deployed another stent to have better wall apposition. The procedure was completed successfully without any clinical consequences to the patient.